Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the event occurred during a ¿tour- b¿ procedure and a similar device was used to complete the operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and a correction to e2. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found video cable leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the images are not displayed due to a communication failure caused by a charged coupled device (ccd) failure. It is likely that the ccd failure is caused by leaking of the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head image disappeared during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.